Event description:
Customer reports to have air bubbles starting in reservoir and moving to infusion set. Customer's blood glucose was 100 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).